Event description:
The customer contact reported the device touchscreen did not respond along the left side. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did not respond on the left side. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was responsive, but the key alignment was off. The touchscreen was recalibrated and the device passed all further tests within specification; however, during testing contamination caused by fluid ingress was found on the bottom of the touchscreen. The probable cause of the customer contact reported left side of the touchscreen does not respond to the contamination caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.